Event description:
New resmed vpap machine emits a strong odor. It is worse when the machine is first turned on and rptr could no longer smell it over time. However, if machine is off for even 15 mins it would build up enough to be smelled. Rptr used this machine for a month until their own was repaired. When rptr returned it they also checked out a new and a used CPAP machine by resmed. Both emitted fumes. Rptr's supplier says most people are not allergic to the fumes. A CPAP/vpap should not emit fumes. Rptr will not know yet what is required to correct the problem. Seeing ear, nose and throat physician this week.